Event description:
It was reported that the infusion set connector broke while the ilet was clipped at the patient¿s waist, and the caregiver replaced supplies before blood glucose was affected. Symptoms included no reported adverse clinical effects. Outcomes included continued device use with replacement supplies and user education. Investigation included a review of the event through technical support troubleshooting and user guidance. Investigation of this case revealed a cracked connector consistent with a component breakage. It was concluded that the event involved mechanical damage to the connector with no reported patient harm, and replacement supplies were provided as a goodwill measure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.